Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates, passed self test and no a17 or a47 alarm during our testing. However a47 alarm was in pump history due to corrupted history file. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime/a33, excessive mo delivery and displacement testing. No motor error alarm noted and the motor was tested outside the device and passed motor test. The insulin pump was received with crack case on the bottom right side at display window corner and cracked battery tube threads.